Event description:
It was reported that following 4 days of uneventful iabp therapy, the pump alarmed and blood began to enter the helium tubing. As a result of this, the iab was removed. There were no associated pt complications.